Manufacturer narrative:
Zoll medical corporation evaluated the device and the device was found to perform to specification. The device was put through extensive testing without duplicating the malfunction. It is important to note that this fully automatic device will provide both audial and visual cues/prompts when the device begins to analyze to prevent reports of this nature. The clinical file states event lasted 14 minutes with 6 analysis result in no shock advised with the 6th being shock advised. The shock was delivered and the pads removed off the patient 11 seconds later. There is no evidence to suggest a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the clinician (age & gender unknown) received an inadvertent shock while removing the electrode pads from the patient. Complainant did not indicate that there was any adverse effect to the patient or clinician due to the reported malfunction.